Manufacturer narrative:
It was reported that after an initial bunion surgery, the patient was experiencing pain due to loose hardware that was discovered via a radiographic image from a 2nd opinion surgeon. No other patient outcomes were reported as a result of this event. The patient's pain was treated with cortisone shots. Additional information indicates that the patient experienced loss of correction and an infection in both feet. The infection was treated and resolved with antibiotics. No devices were returned for evaluation as the hardware remains implanted. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible initial placement and/or post-operative activity of the patient led to the loosening of the hardware. The company will supplement this MDR as necessary and appropriate. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the patient was experiencing pain due to loose hardware that was discovered via a radiographic image from a 2nd opinion surgeon. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.